Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient was in for a cleaning at their dentist. Their dental hygienist informed them that their bite is not sitting correctly and this would lead to problems. The hygienist said that it could lead to loosening of the roots. Patient's bite to be articulate properly. Requested diagnostic findings and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.